Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of only being able to withdraw air from the cap and not receiving medication was not determined. The patient's old catheter was discarded.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial #: (B)(6), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (lioresal) 2000 mcg/ml at 599 mcg via an implantable pump for unknown indication for use. It was reported that the hcp was only able to withdraw air from catheter access port. They thought the patient was not receiving medicine. No environmental/external/patient factors may have led or contributed to the issue. Troubleshooting/diagnostic performed was a catheter access port aspiration. Actions/interventions taken to resolve the issue was to replace the catheter. Possible occlusion in existing catheter. The hcp would replace catheter with brand new 8780. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.